Manufacturer narrative:
Exact date unknown, event occurred approximately 3 weeks prior revision.

Event description:
It was reported that patients ipg would not charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.